Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: ventricular tachycardia and ventricular fibrillation were induced upon radiofrequency ablation, particularly when ablations were performed near the tricuspid annulus and close to the right ventricular lead. Electrocardiogram noise was present throughout the ablation. The affera system did not display any error messages or failure signs. Skin irritation and a burn were observed on the area of the patients skin in contact with the defibrillator patch, attributed to defibrillation shocks, resulting in a temporary injury. A total of eight shocks were delivered to the patient to terminate the induced arrhythmias, with some episodes resolving spontaneously or through overstimulation. Ablations performed further from the right ventricle or lead did not trigger arrhythmias. Multiple troubleshooting steps were attempted, including system reboots, changing the catheter extension cable, replacing the catheter, changing and disconnecting the intracardiac catheter interface panel, and altering signal connections, but the issue persisted. The functionality of the implantable cardioverter defibrillator was tested before the procedure ended and was confirmed to be able to sense and shock induced ventricular tachycardia. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.